Manufacturer narrative:
D1, d2, d4, h4.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.